Event description:
A physician successfully deployed an emboshield into the right internal carotid artery; pre-stent dilatation was performed with another brand of balloon; the xact stent was successfully positioned and deployed; the emboshield was successfully retrieved. It was reported that the patient experienced a transient left-sided hemiparesis and a period of unresponsiveness during the procedure. The episode began at 11:18 with the patient being unable to follow commands or respond to questions; at 11:20, a fluid bolus was given; at 11:26 the patient was alert and oriented and responding appropriately. At 11:26, the only deficit noted was a slightly weaker left than on the right. The patient was transferred to the cardiac intensive care unit (cicu). At 12:00, the patient was without neurological deficits. The patient experienced no further changes in neurological status. In 2006, there were no neurological deficits and the patient was discharged home.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.